Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: twenty-five (25) devices were returned for evaluation. A visual inspection was performed on all the samples, and it was noted that two (2) bags were returned with closed clamps and no damage observed. Twenty-three (23) samples were returned with open clamps. For the samples with open clamps, it was verified that all clamps closed using varying amount of excess pressure to snap shut and no clamp damage occurred. The reported condition was verified. The cause of the reported condition was a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unspecified quantity of 250ml eva 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were misaligned and not working. It was further reported that some of the clamps were chipping and breaking upon use. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.